Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 270 units of room temperature insulin, and after delivering approximately 10 units, the insulin gauge remained static at 150 units. The customer confirmed that the existing cartridge would continue to be used for insulin therapy. There was no reported impact to the customer's blood glucose level.